Event description:
It was reported that there the atrial lead showed abnormal pacing impedance. It was also reported that there was varying impedance and high impedance. The lead remains in use and is being monitored. It was noted that the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m-62 lead, (B)(6) 2012; 4296-88 lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the thresholds became high and the lead was suspected to be fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.